Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information as received that the patient was brought in and commanded shocks were delivered to test the system. Shock impedance measurements post shock delivery were noted to be stable and within normal limits at 79 and 82 ohms. The alert trigger for the remote home monitoring system was increased to 150 ohms and the physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The red alert trigger in the remote home monitoring system was increased to 150 ohms. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.